Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, the atria lead was implanted but threshold could not be tested although several different positions were tried. Finally physician took out the lead and implanted single-chamber pacemaker instead. No patient complications have been reported as a result of this event.